Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040 (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an oily film with a diameter of 1 to 2 mm was found on the pcb00v 24.5 diopter intraocular lens (iol) while it was being implanted and that the reflection in the microscope was abnormal. Reportedly, there were two black spots near the oily film. The incision was enlarged to remove the lens. The operation time was extended by ten (10) minutes and a backup lens was implanted. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 4/10/2018. Device returned to manufacturer? Yes. Device evaluation: the product return to the manufacturer. A broken lens (a portion of the lens was not returned) with obvious damages that could be related to the failed implant attempt described on the initial report was received. The lens has substances on the lens surface, therefore the reported issue was verified. The product returned with photos of the material to be analyzed and sent for analysis by fourier transform infrared (ftir) spectroscopy. Results and interpretations from eag: the location of the spot of interest was pressed against the ftir crystal and held for a minute. The iol was then removed and an ftir spectrum was acquired from any residual film. A comparison of the residue and a reference portion of the iol is shown in, demonstrating that residue is different from the iol material. The ftir library spectral matches showed poor fits for positive identification. Ftir analysis shows that the ¿oily¿ film is a mixture possibly containing a nitrogen species similar to an alkylamide; possibly a polycarboxylate, which may be related to a plasticizer, soap or salt; possibly an amide similar to ethylene bis oleamide which is a synthetic wax used as a release agent; or a tallow species which may be related to a soap. Based on the analysis of the results, it is not possible to confirm if the foreign material or substance observed is related to manufacturing of the pcb00v or any other device or source at the surgical stage. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.